Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Approximately 7 minutes into the procedure, the physician moved the scope and the system displayed a "fluid loss" error message. The fluid loss resulted in a carvical burn; however, the physician completed the procedure. The burn was treated with silvadene cream and "zimlicane jelly". The patient "is expected to recover normally".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.